Manufacturer narrative:
H6: the product, ri cori (us), rob10024, (B)(6) used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a user variance/technique (tibia tracker array movement). Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that when they clicked on cut tibia during a cori procedure, there was an error that said not enough points to generate bone model. They added more points and it allowed them to continue with the tibia twin peg holes. There was a delay of less than 30 minutes. No further issues during case and they had a successful outcome.